Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient's health care provider (hcp) reported that the patient is having pain at the ins pocket in their hip area so they are planning on removing it today. It was noted that it is the ins itself and not the stimulation that is causing pain. It was also noted that the surgeon doing the removal is a general surgeon and not the patient's managing doctor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was very thing and the device itself was causing pain. The hcp reported that no diagnostics were performed other than a physical examination. The hcp reported that the pain at the pocket site/hip had been resolved. No further complications were reported.